Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured when trying to screw it. Screw was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain® gold-tite® hexed screw (iunihg) was returned for investigation.visual evaluation of the as returned product identified that it was fractured across the threads in two pieces.functional testing could not be performed since the product was fractured.pre-existing conditions noted in the per were 'good oral hygiene & moderate bone density ¿ type ii'. The device was being placed on tooth 44 (fdi) when the incident occurred. X-ray or picture images were not provided. Document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaints related to nonconforming products were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.therefore, based on the available information, device malfunction did occur and the reported event was confirmed.